Event description:
Have had diabetes mellitus for 54 years -1954- controlled with insulin since diagnosis. Have worn insulin pump since early 1980's with good control, comfort and health. Received a pump upgrade in 2007 to the medtronic paradigm. Shortly thereafter, I started having vague symptoms at night: sleeplessness, back pains, chills and stomach aches. The intensity of the symptoms increased and within several months, I was wakeful for at least an hour every night, I would move to a recliner or other sitting position to keep my stomach comfortable and I needed a heating pad to warm up enough to resume sleep. I had also begun experiencing restless leg syndrome and my body began quaking inside. By spring of 2008, I was experiencing all of the above symptoms very severely. I would wake up about 12:30-1 am and be awake until about 5 am. I continued to report these symptoms to my endocrinologist and my primary care physician. I even sought two other medical doctors but nobody came up with any reason why I was experiencing these symptoms, so they basically ignored the problem. One night in 2008, I realized I was getting electric shocks. Then it dawned on me that I was wearing an insulin pump that reprogrammed itself every night at 12 am. I returned that pump and got a replacement and have had no problems since. I need to know if there are others who have had this experience and what was their outcome. I'd like to prevent others from having it happen to them. Dose or amount: 30 u humalog per day. Dates of use: 2006-2008, approx. 2 years. Diagnosis or reason for use: type I diabetes. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction?: no.